Event description:
Product, altrazeal transforming dressing marketed by uluru, inc. (B)(4), and produced by a+ secure packaging as (B)(4). I believe the product is not marketed under the correct designation. Further, the product appears to dissociate after application and form small particles. The company scientist insists that the product does not fall apart, however a test of the powder which transforms from a powder into an intact film, in saline at our office shows that tiny particles do float free from the material. Further, the product is described as a nanoflex technology by the company and packaging. When asked about the material, the sales rep indicated that the product was developed with nanotechnology but after formation did not have any nanoparticles specifically in it. Requests for testing showed some microscope images but the company did not indicate that they had a dialogue with the FDA on the product, only that it met all safety requirements. The company was unaware on the draft guidance of considering whether the FDA-regulated product involved the application of nanotechnology.